Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015 the reporter contacted lifescan alleging that the patient's onetouch ping meter was missing results from the meter memory. The medical surveillance specialist (mss) was unable to reach the reporter for follow up questions; the following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The reporter alleged that the product issue began in (B)(6) 2015. The patient manages their diabetes with an insulin pump. The reporter stated that the patient did not make any changes to their usual diabetes management regimen in response to the alleged issue. The reporter stated that the patient developed symptoms of "excessive thirst, headache and keytones" two weeks later. As the patient could not be reached, the mss was unable to determine if these symptoms were caused by the alleged meter memory problem. The mss was also unable to confirm if the patient received any treatment for these symptoms. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Although it is unclear how the alleged meter memory issue may have contributed to this incident; this complaint is being reported because the patient developed serious symptoms associated with hyperglycemia after the alleged issue began.